Manufacturer narrative:
The reported events of lead noise and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited noise and displayed no current on the programmer screen. The physician made several attempts to measure the rv lead sensitivity but was unsuccessful. The rv lead was removed and replaced. The patient had no adverse consequences.